Manufacturer narrative:
Based on the claim against the product by the customer noting broken conductor wire and unknown if a fragment fell inside the patient, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps (mbf) instrument was analyzed and the complaint regarding the broken conductor wire was not confirmed by failure analysis. Intuitive surgical, inc. (Isi) received the maryland bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis did not replicate nor confirm the reported complaint. The instrument was inspected and found no broken conductor wires or damaged insulation of the conductor wires. The instrument passed the electrical continuity test. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. Additional observations, which were not reported by site and not related to the customer reported complaint, were the following: the instrument was found to have a frayed grip cable at the distal idler pulley. The frayed cable strands stuck out at the wrist. Common cause of the failure mode is attributed to a component failure. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.091¿ 0.506¿ in length and were not aligned with the tube axis. Common cause of the failure mode is typically attributed to the mishandling or misuse. Scratches or abrasions to the main tube of instruments are deemed cosmetic damage. The probable root cause of these scratches or abrasions is attributed to damage during use, which can result from instrument collisions, abrasive instrument cleaning, instrument cleaning inside the body, or normal wear over time due to friction against cannula. This complaint is being reported due to the following conclusion: failure analysis confirmed the maryland bipolar forceps instrument had a frayed grip cable and scratch marks on the main tube. The customer was not sure if a fragment fell into the patient. While there was no reported harm or injury to the patient, however, an unintended fragment(s) falling inside the patient may require surgical intervention.

Event description:
It was reported that during central processing, the customer reported that the maryland bipolar forceps (mbf) instrument had a broken conductor wire. It was unknown if a fragment fell inside the patient¿s anatomy due to the breakage. There was no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the damaged cable was identified after central processing. It was unknown if there was any damage before central processing. When the instrument was used in the last procedure, it was inspected prior to use with no issue identified. There was no sign of thermal damage and no evidence of arcing of electrical energy during the procedure. The fragment did not fall inside the patient¿s anatomy.

Event description:
Refer to h10/h11 for follow-up information.